Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 30 mg/dl. Customer has also had higher than normal 250 mg/dl to 300 mg/dl range throughout the day. Customer stated that, they had called earlier in the week in to resolve a failed battery issue and it is after this that the blood glucose events began. Customer did note had some visual issues due to low blood glucose. The insulin pump will not be returned for analysis.